Event description:
Reporter stated that pt was in hosp for a thyroid procedure when pt was found unconscious and sweating. Pt was treated for hypoglycemia with orange juice, IV (content of IV was not specified), and d-50.